Event description:
It was reported that after a successful implant of the pump, the flow rate had decreased at the time of refill, and the patient was not receiving good pain relief. A procedure was conducted to check the flow and the patient was then sent home. The next morning, the patient was found on the floor and a morphine overdose was suspected. She dislocated her hip in the fall and later developed deep vein thrombosis and received treatment in the hospital. There were no other reported complications.